Manufacturer narrative:
Patient had pulmonary artery embolism. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from healthcare provider via manufacture representative regarding an event happened during post-op of the reported product. The pre-op diagnosis was mentioned as fracture of t6 and t7. It was reported that, a patient who followed up after kyphoplasty of t6 and t7 was going in for a routine chest x-ray. Patient requested a copy of the report and saw that the radiologist said, she had a pulmonary artery embolism. Patient spoke with the pulmonologist and who also spoke with physician and stated that her lung function has actually improved with the kyphoplasty and she¿s asymptomatic. The chest x-ray showed that cement has been extravasated into pulmonary artery and caused pulmonary artery embolism. Patient is anxious to remove the cement; however, pulmonologist and treating physician state it is asymptomatic. Patient wants a surgical consult to remove cement but, the procedure was not scheduled yet. There were no symptoms to patient reported and no additional treatment or surgery performed as a result of this event. No further complications reported.

Manufacturer narrative:
Radiographic image review: a single image of two-level vertebral body augmentation procedure is provided. Levels described as t6-7, post report there was embolism to the pulmonary artery. Chest x-ray not provided. A very small amount of cement may be present in a vein outside of the top level. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.